Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round high profile 420cc saline prostheses, catalog #3503420, serial #(B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female underwent primary breast augmentation with mentor smooth round high profile 420cc saline prostheses. In (B)(6) of 2011 bilateral capsular contracture was diagnosed (baker¿s grade unknown). As a result, the devices were explanted on (B)(6) 2018. (See 1645337-2018-03927 for contralateral prosthesis report).